Event description:
A caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided instructions for resetting the pump and assisted the caller with the process. The customer was advised to continue using the pump and to call back if any malfunction code recurs, which the caller acknowledged and understood.